Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was admitted to the hospital for peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin 1 gram (frequency, route and duration not reported). The patient¿s outcome was unknown. At the time of this report, it was unknown if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient was admitted to the hospital for the event of peritonitis (previously unknown date). It was reported that on (B)(6) 2014 the patient passed away. The cause of death was reported as fluctuating blood pressure. Dianeal therapy was ongoing until the time of death. The patient did not recover from the peritonitis event prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.